Manufacturer narrative:
Evaluation codes - updated patient and device codes to reflect ineffective therapy the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2020-02645, 1627487-2020-02646. 1627487-2020-02647, 1627487-2020-02649. Additional information revealed that the patient was not receiving effective therapy from their system. In turn, the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device was explanted on an unknown date for an unknown reason. Further information is currently unavailable.